Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. Return requested for left lumbar tactile probe. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's left lumbar tactile probe was bent. The surgeon continued to use the probe and did not allege any issue with navigation. No further details were provided. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.